Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that in 2018, the patient noticed a loss of therapeutic effect; the device wasn't helping them anymore. The patient's doctor wants to explant the ins and put in a new one. The caller was redirected to the doctor. No further complications were reported or anticipated.